Manufacturer narrative:
The analysis results found that the strap25 device was returned with no damage in the external components. The staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the staples not adhering to the tissue because they came out glued/stuck together? Did the device lock after all the staples were delivered or did the device lock prior to all the staples being delivered? Was the window indicator completely orange?

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2017 and the absorbable straps were used. During the procedure, the staples/straps did not adhere to the tissue. There were no reported patient consequences. Additional information has been requested.